Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Reportedly the customer had not yet addressed the high bg. The customer will use a backup pump for an alternate method of insulin delivery.